Manufacturer narrative:
Despite attempts to obtain additional information regarding this event, no response was received from the field. Therefore, objective evidence was not available to determine the root cause of the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. During the most recent routine follow-up visit, the battery longevity showed one year remaining, and pacing increased from 27% to 50%. Approximately one year ago, the device was showing five years remaining. The electrical parameters were observed to be within range, and stable. A copy of device memory was saved and submitted to technical services for battery analysis. A ts consultant discussed that the device is exhibiting premature battery depletion. The diagnostic data confirmed that the power consumption has been increasing during the past year, and replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: several good faith efforts were submitted to the field to obtain additional information. No response was received from the field representative.